Event description:
Additional information was received from the patient that all of his external equipment is not working. The main issue is that the wr is not finding the ins to charge the ins. Pt stated that at some point the wr will show orange. Ts had pt reset the wr and was able to get to normal function of the wr but once placed over the ins, the wr connected for brief time (1-3 mins) then started beeping like it is searching for the ins. Ts explained where to place the wr over the ins but that didn't improve anything. Pt has been having issues with recharging since implant back in (B)(6) 2022. Pt is also on his 3rd recharger which sounds like he is getting same issue. Ts is concerned that either ins is too deep or ins is flipped. Pt was able to use handset/communicator just fine today but reports seeing service code 634 and message about ins battery is too low and looks like it needs to be reset. Pt is going to see healthcare provider (hcp) tomorrow to further address the issue. Caller stated hcp is looking at possibly needing to replace the lead or ins but that decision hasn't been made. Ts recommended to have hcp call tomorrow when with patient to go over some options to reset the ins and possible consideration of x-ray the device to check for flipped ins or depth issue. Symptoms mentioned during the call were return of dystonia symptoms and migraines. It is unknown if the migraines are related to dbs or not. The patient did not clarify.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID wr9200 lot# serial# (B)(4) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(4) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wireless recharger (wr) won't charge the implantable neurostimulator (ins). Wr keeps beeping and then power light flashes orange. Pt went to the emergency room last indicating that it was bc their ins was at 0%. Mdt rep troubleshooted with patient (hard reset of wr) but issue didn't resolve so rep told patient (pt) to call for replacement wr. During the call the wr was fully charged, no issue with wr dock. Pt said wr wouldn't connect with ins during call. The circumstances that led to the reported issue were asked but unknown. A replacement wr was sent. The patient called back and repeated information. They also mentioned they were having migraines at the time the wr power button was flashing orange and called for an ambulance yesterday. The patient said they know the migraines were not related to the wr power button flashing orange. The patient wanted the tracking number for the replacement device. The repair department was unavailable at the time of the call, so agent advised the patient to call back to morrow morning for the tracking number. Otherwise, agent reviewed that the replacement wr is expected to be delivered the next day. Additional information received from the consumer reported they received the wireless recharger, but it only briefly connected with the implant and thus weren¿t able to charge. The consumer tried using the drape, repositioned the wireless recharger multiples times, reset the wireless recharger, but once the connection was lost, they weren¿t able to charge the implant. During the call the dbs therapy app showed therapy was on and at 0%. The consumer was going to call their healthcare provider (hcp) and/or reach out to their manufacturer¿s representative (rep) even though they already had an appointment scheduled for february 7th where the consumer stated the hcp might have to take the implant out and put a new one in to help resolve the charging issue.